Event description:
It was stated that the customer was hospitalized for low blood glucose levels. It was stated that the customer's blood glucose reading was 30 mg/dl when the paramedics arrived. It was also stated that the insulin pump was dropped prior to the event. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.